Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection. Revision patient ID: (B)(6), gender: m, bmi: 37, primary asa: p2-mild disease incapacitating.

Manufacturer narrative:
After the initial report, it was determined that there was no complaint alleged against the device. Please void the initial report.